Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for unknown reasons. Upon device interrogation, non-sustained right ventricular over sensing due to noise on the right ventricular lead was observed. Programming changes were discussed, no intervention was reported. No patient symptoms were reported.